Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 68-240mg/dl fasting. Verified the strips expire 05/21/2017. Customer confirms the strips are stored properly and were first opened the 2nd week of (B)(6). Customer performed back to back blood test, 326mg/dl and 358mg/dl fasting. Reviewed meter memory: 194mg/dl, (B)(6) /2015, 10:49:00 am, fasting: yes; 248mg/dl, (B)(6) 2015, 09:22:00 am, fasting: yes; 269mg/dl, (B)(6) 2015, 06:59:00 am, fasting: yes; 275mg/dl, (B)(6) 2015, 10:09:00 am, fasting: yes; hi, (B)(6) 2015, 11:24:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 68-240mg/dl fasting. Verified the strips expire 05/21/2017. Customer confirms the strips are stored properly and were first opened the 2nd week of may. Customer performed back to back blood test, 326mg/dl and 358mg/dl fasting. Reviewed meter memory: 1:194mg/dl (B)(6) 2015 10:49:00 am fasting:yes. 2:248mg/dl (B)(6) 2015 09:22:00 am fasting:yes. 3:269mg/dl (B)(6) 2015 06:59:00 am fasting:yes. 4:275mg/dl (B)(6) 2015 10:09:00 am fasting:yes. 5:hi (B)(6) 2015 11:24:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product under evaluation.